Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that atp counters do not appear to correlate with events. There was inconsistency in the event counters. The events were over written, so they were unable to be analyzed. There were no patient consequences.